Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the mixing pump had failed. Device was primed to fill. Po was not received; device was returned unrepaired. No testing performed. Unit sent back to the customer unrepaired. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out - unable to reach calibration temperature). Expected was 6, actual was 29. Chiller thank temperature was 6.2c. Per additional information updated from ttm on 22dec2025, they were performing a calibration check in an arctic sun device because the nurses say it was not getting cold enough. They wanted to know if there was a part number for the kit to do a pm and would like a copy of the service manual. Provided part number 771-00 for the service kit and directed to the service manual online. Suggested calling back once the calibration check was complete to discuss results, if needed. They might need a copy of the case files to see what was happening while it was on the patient or talk through a functional check. Per additional information updated from ttm on 23dec2025, biomed has questions and pm as well as a calibration error and needs support troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out - unable to reach calibration temperature). Expected was 6, actual was 29. Chiller thank temperature was 6.2c. Per additional information updated from ttm on 22dec2025, they were performing a calibration check in an arctic sun device because the nurses say it was not getting cold enough. They wanted to know if there was a part number for the kit to do a pm and would like a copy of the service manual. Provided part number 771-00 for the service kit and directed to the service manual online. Suggested calling back once the calibration check was complete to discuss results, if needed. They might need a copy of the case files to see what was happening while it was on the patient or talk through a functional check. Per additional information updated from ttm on 23dec2025, biomed has questions and pm as well as a calibration error and needs support troubleshooting.